Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosis target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 10mm x 2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, the balloon ruptured when inflated at nominal pressure. The procedure was completed with another of the same device. No patient complications reported.